Event description:
It was reported that there was high impedances at implant. Impedance testing was done near end of completion of the procedure and it showed several high impedances. The lead was cleaned and reinserted but impedances remained. Healthcare professional (hcp) tried a new implantable neurostimulator (ins). The lead was identified as the cause of the impedances. Lead was explanted and a new lead was placed. It was noted that the issue was resolved, cause of the issue was not determined. Impedances were checked with new lead and ins attached, all levels were within range. There were no further concerns or issues related to this event. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09he3, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).